Event description:
The patient expired during their prescribed zio at wear period. Irhythm attempted to gather more information about the cause of death from the account, but no further details were provided.

Manufacturer narrative:
A review of this complaint discovered that the patient was prescribed a zio at device that was placed in clinic by their physician. On day 2 and day 3, irhythm called the patient to follow up on the ¿no connection¿ and ¿suspected leads off¿ status and left a voicemail. No response was received from the patient. Also on day 3, irhythm sent an email notification to the account to inform them of the status of the patient¿s device. On day 4, the account contacted irhythm and reported the patient had expired. Since no additional details were provided, the patient¿s cause of death is unknown. The zio at patch was returned to irhythm; however, the gateway device was not received. Available on device data indicates that the patient wore the patch for 3 days of the 14-day prescribed wear period. On day 3, there were actionable arrhythmias identified that met auto-detection criteria that did not transmit. This appeared to be the end-of-life event. The reason for the arrhythmia not transmitting could not be determined as the gateway debug log was not available. The events were found while preparing the final report on day 25. This event is being reported per 21cfr 803 as an adverse event. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in formfda 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.